Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the fmc cassette and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) malfunction or deficiency. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the fmc cassette can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Additionally, those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
On (B)(6) 2021, fresenius became aware this female patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days. On (B)(6) 2020, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermis. The rn attributed causality to an unspecified touch contamination event. The pdrn stated there was no defect or malfunction of a fresenius device(s), drug(s) and/or product(s) to report. The patient has recovered from the events and transitioned to incenter hd due to personal preference.

Event description:
On 2/apr/2021, fresenius became aware this female patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic on (B)(6) 2020 with abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s elevated, value not provided) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient and started on intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days. On 14/feb/2020, the peritoneal effluent fluid culture results returned positive for staphylococcus epidermis. The rn attributed causality to an unspecified touch contamination event. The pdrn stated there was no defect or malfunction of a fresenius device(s), drug(s) and/or product(s) to report. The patient has recovered from the events and transitioned to incenter hd due to personal preference.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The complaint sample is not available for manufacturer physical evaluation. At this time a search in the sap system was performed to verify product availability for alternate samples at the distribution centers. According to the sap system no product is available of the lots delivered to the patient, on distribution centers to be analyzed. The entire lots have been sold and distributed. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. Since the complaint sample is not available neither photos or videos were provided for evaluation and during the DHR review of the lots involved does not show any non-conformance's, deviations or associated rework related to the alleged complaint description, could not be confirmed. At this time, no sample has been provided.